Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 43 mg/dl. It was unknown whether the auto mode feature was active at time of low blood glucose event. The customer not getting alerts when she was going high which she had before. Customer stated that they suspended the delivery when she had low blood glucose and it went back to normal but eventually they also got high but the pump did not alert. Customer stated that blood glucose went to up to 43 mg/dl but she is now back on stable. The device will not be returned for analysis.